Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced incorrect meal announcements leading to mismatched dosing, with breakfast entries set too low for their usual meal size resulting in hypoglycemia and dinner dosing set too low resulting in hyperglycemia; the user requested a food review to recalibrate meal entries, and education on proper meal announcing was provided. Symptoms included low and high glucose. Outcomes included self-treatment of hypoglycemia with oral glucose and user education. Investigation included troubleshooting and education on correct meal size entry and meal announcement practices. Investigation of this case revealed user-related meal entry errors that led to inappropriate insulin dosing, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error related to meal announcement and portion estimation.